Event description:
One patient with discrepant glucose results. Initial result gave 9 mg/dl; same sample repeated three times giving 11, 91, and 94 mg/dl respectively. Erroneous results were reported. The field service rep was unable to determine the root cause. Performance tests were performed and within specification.